Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.

Event description:
The pt reportedly experienced overly loud stimulation and sound quality issues. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed the device was functioning properly. The pt's device was explanted.